Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: device discarded at the facility. H6: -code c24 has been used based on the information provided from the field. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Investigation remains ongoing and all results will be provided in a final report. Code e2130 has been used in the european mir and captures the patient's graft failure. The code is included here instead of section h6 given its not associated to any code in the cdrh dictionary. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 15th of june 2026, gore was notified concerning an gore® acuseal vascular graft. Per the report, on an unspecified date, a patient of unspecified demographics experienced a complication involving the graft. The graft which was implanted on the (B)(6) 2024, had previously undergone thrombolysis and stenting in march 2026. Subsequently, the graft was explanted due to delamination. Intraoperative photographs documenting the delamination area were taken on (B)(6) 2026. The affected graft was replaced with a different vascular access graft (flixene, getinge). No photos or other information was provided.